Event description:
In 2007, the sales representative reported that the polyaxial screwdriver was getting worn. Upon inquiry in 2008, the sales representative reported that during a minimal invasive surgery (mis) the surgeon was using the screwdriver when it was noticed that the driver would not engage the screw and seemed to be stripped. The surgeon continued to use the driver and the driver cracked on the lateral side. The surgeon was able to finish the case as intended by using another driver in the kit. There was no report of surgical delay or patient injury.

Manufacturer narrative:
Requests have been made for the return of the product. Request have been made to obtain the product. Evaluation is pending upon the return of the product.